Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate erratic readings on his one touch ultramini meter. A medical surveillance specialist (mss) and obtained the following information on (B)(6) 2010. On the morning of (B)(6) 2010, the patient tested his blood glucose at 8:00am and obtained an 8.2 mmol/l and then at 11:00am and obtained a 16.2mmol/l and 14.8mmol/l. Results are less than or equal to 20 mg/dl (1.11 mmol/l) or 20%.the patient did not exhibit any symptoms at the time of testing. He took his usual dosage of 16 units of novolog 30 and then ate breakfast. He went for a bike ride and approximately 4.5 hours later (4pm and 5pm) the patient started to exhibit symptoms of feeling sweaty and shaky. The patient did not attempt to test his blood glucose; however, treated himself with 8oz. Of soda. He felt better 2-3 minutes later. He did not take his usual dosage of insulin that evening before going to bed and did not test his blood glucose. He tested his next blood glucose the following evening around 5:45pm and obtained a "normal result" of 8.3 mmol/l. The patient does not test his blood glucose on a regular basis, due to the cost of the test strips. The product was replaced. The complaint is being reported, because the patient alleged that he became symptomatic after taking insulin due to the erratic readings he received earlier on the meter and felt better after self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
An international customer reported that they had two positive control cyclesure biological indicators (bis) from the same lot number that were incubated at the same time. One of the bis started to change color at 24 hours; however, the other one did not change color even after 48 hours of incubation. The customer did crush the bi before processing. The load associated with the bi that did not change color after 48 hours was not recalled. There were no reports of injury due to this event. It is unknown where in the chamber the bi was placed during the cycle. The results of the bis in the previous and subsequent loads were negative.